Event description:
It was reported to philips that the system did not start. The system was outside of clinical use when the issue occurred. No harm to the patient or user was reported. Philips has started an investigation of this complaint.